Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device, reviewed the logs and found relevant codes related to the reported issue but was unable to duplicate it. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with the message: no oxygen delivery and entered back up ventilation. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient de-saturated and then recovered with no harm or injury.